Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing uncomfortable stimulation in his ribs, not his targeted pain area, when his scs system stimulation was on. A company representative met with the patient and was not able to resolve the issue with reprogramming. Follow up identified on (B)(6) 2017 the patient underwent a successful trial with burst (parasthesia free) stimulation. The patient's pain physician will decide, at a later date, whether to add percutaneous leads.

Event description:
Follow up information received identified the patient's scs ipg was replaced. The patient reported receiving effective stimulation therapy postoperative.